Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: 79 unopened samples were received for investigation. Samples were visually and functionally tested and leakage past the plunger was observed with 43 of the provided products. The syringe is a supplied item which is purchased as an assembled product. Inadequate manufacturing from the supplier was found to be the root cause of the issue. The complaint information has previously been shared with the manufacturer and a snn was issued to them. ICU has not purchased this assembly since 2022. At this time, no further actions will be taken. Complaint information will continue to be monitored for any new information and further actions taken accordingly. DHR review found no discrepancies or anomalies relevant to the complaint.

Event description:
It was reported that the syringe was leaking around the plunger. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.